Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not available for analysis; failure analysis was not performed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections. Momentary disconnections will result in an audible tone or beep, this observation is most likely related to the reported "power switching alarms". As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.